Event description:
It was reported that during an aflutter ablation this right atrial (ra) lead had dislodged, and it was repositioned during the same procedure. No additional adverse patient effects were reported.